Manufacturer narrative:
Correction made to section d4. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the optic was foggy. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the analysis of the causes of the optics, a break in the image guide was detected, which negatively affects the image quality. The customer's information can therefore be confirmed. It was determined that the image guides were mechanically damaged. The damage is not due to a manufacturing/production defect. It is possible that the image guides were mechanically damaged during clinical use/clinical reprocessing. In the IFU v5.0 - 11/2017 96126012d for the optics, we expressly point out the correct handling and reprocessing due to the delicacy and sensitivity of the product to prevent damage to the optics and its individual components. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).